Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during initial drain. The home patient (hp) stated that she got the alarm when she first started draining. The hp did not know what to do and turned off the hc and did not use it. The baxter technical representative (tsr) explained the alarms and possible causes, verified the alarms on the hc and explained it was safe to use with a new set of supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) was not confirmed. The cause was undetermined.